Event description:
The customer stated the device is displaying a different code than what is printed on the code key. No controls in use. A request was made for the return of the suspect and replacement product was sent.